Event description:
The pt's skin became red like a burn on his thigh where the pad had been applied. About half the size of the pad became red. The skin became black on the following day. However, the pt's skin is very sensitive. Distributer believed it was a rash due to sensitive skin and that the product is not defective. No further info will be supplied.